Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic hysterectomy, an end tone was heard, but the device would not seal. There was no regrasp alarm heard. There was no patient injury.

Manufacturer narrative:
This report (B)(4) is being cancelled and will be reported under report number (B)(4) any additional information received in the future will be captured and submitted under the report number (B)(4) . If information is provided in the future, a supplemental report will be issued.